Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Programmed insulin pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. No unexpected bolus stopped alarms or frozen screen anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, time clock anomaly and frozen display. The customer¿s blood glucose level was unknown. The customer reported that the bolus not delivered timeout in screen and frozen display was recurred. It was reported that the time clock was not advancing and bolus not delivered. It was reported that they had no response from any button. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.